Event description:
It was reported that cgm displayed error message during use. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received guidance to perform pump reset, completed reset with support, and successfully started new sensor session without error recurrence.